Event description:
Additional information received reported the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0cl8j, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had an echocardiogram 4 days prior to report. It was noted they felt a ¿zing¿ when they turned the stimulation on since the echocardiogram. It was noted the longer they had the therapy on the more uncomfortable they felt. It was stated they felt a change in therapy right after the echocardiogram appointment. It was noted they were told to turn the voltage down. It was stated they were unsure if the echo device was kept 6 inches away from the implantable neurostimulator (ins) the entire time. It was noted they did not have any falls or trauma. It was further reported the patient had tingling in their fingers and teeth. It was stated it was unknown if there were an abnormal impedance measurements. It was stated the patient had experienced a significant ¿zap¿ when the stimulation was turned back on. It was noted the patient felt better at the time of report.